Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. It should be noted: the test strips the customer was using expired on 06/30/2015. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter gave a result that was lower than a hospital result. Customer further reported that on an unspecified date he performed a test and received a reading of 108 mg/dl. At the time when the reading was obtained, customer was having difficulty breathing due to pneumonia so he self-presented to a hospital. At the hospital, a reading of 498 mg/dl was received on an unspecified hospital device. It is unknown how much time may have elapsed between the readings. Customer was treated with an intravenous infusion of saline to lower their blood glucose level. It is unknown what additional treatment may have been rendered. Attempts to gather additional information regarding this event have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of the precision xceed meter is 5 years. As the manufacturing date of this product is in 2009, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required for the precision xceed meter. A DHR (device history review) for the precision strips was reviewed and the DHR showed the precision strips passed all tests prior to release. As the strip lot associated with the case was past its expiry date of june 30, 2015 at the time of investigation, retain testing was not performed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Pma510k# was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported his adc blood glucose meter gave a result that was lower than a hospital result. Customer further reported that on an unspecified date he performed a test and received a reading of 108 mg/dl. At the time when the reading was obtained, customer was having difficulty breathing due to pneumonia so he self-presented to a hospital. At the hospital, a reading of 498 mg/dl was received on an unspecified hospital device. It is unknown how much time may have elapsed between the readings. Customer was treated with an intravenous infusion of saline to lower their blood glucose level. It is unknown what additional treatment may have been rendered. Attempts to gather additional information regarding this event have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.